Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with button error alarm and had an unresponsive act and up button due to moisture damage on keypad traces. The insulin pump had a cracked lcd window, cracked case on the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that customer received a button error alarm and was not able to clear. Insulin pump would need to be replaced.